Event description:
Meter does not power on. Patient experienced symptoms of feeling shaky. Patient contacted md for medical advice. Details of treatment were not reported. Customer service checked that the batteries were good and meter still did not power on. Customer service was unable to resolve the issue and sent patient a new meter.